Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for motor error. Customer¿s blood glucose was unknown. Customer stated that batteries dying quicker, insulin pump had crack and unexplained no delivery alarm as well as insulin pump had to rewind more than once during priming. Insulin pump will be returned for analysis.